Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. Devices met specification prior to release and no trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, there was a leak in the right cylinder. A pin hole was identified as the source of the leak. The device was explanted and replaced with another inflatable prosthesis.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan pump and one cylinder was received for evaluation. Examination and testing of the returned components revealed four separations in the bladder of cylinder 1. Testing revealed these to be sites of leakage. Microscopic examination of the separations show a central groove indicating that the areas were in contact with a small sharp instrument such as a needle. No functional abnormalities were noted with the pump. The information received indicated the device had been implanted approximately four months before the leakage occurred in the cylinder. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the bladder of cylinder #1 occurred subsequent to the device packaging being opened. Based on the evaluation and information received, the separation most likely occurred inadvertently during the closure at the implant procedure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot. No patient injury was reported.